Event description:
It was reported the pump was implanted in the patient¿s left buttocks, and the catheter ¿went up and then over¿ to the l5 area. From the day of surgery, the patient had a new pain. This pain was described as a four inch diameter circle, located ¿about¿ three inches left of his spine and ¿about¿ five inches above the waist. The pain was described ¿like having a nail go through your foot.¿ the patient had the pain every month since implant; it was worse than the back pain, but his healthcare provider said it was just a muscle spasm. The patient stated ¿I¿ve had over 30 surgeries. I know what muscle pain and spasms feels like and this isn¿t one.¿ reportedly, ¿they¿ thought the catheter was leaking and did an ultrasound ¿about three weeks ago.¿ it was then seen that the implanting physician ¿coiled the catheter into a ball and left it there.¿ the patient was reportedly told the coil was ¿just a coincidence¿ and shouldn¿t have any effect on him. A dye study/x-ray was also reported to have been done. It was said, ¿they thought it was a big puddle from leakage¿ and ¿the dye just went into the big circle¿. The pump was delivering bupivacaine; it had previously delivered morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).